Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) device during fill one. The technical service representative (tsr) explained the alarm to the hp and informed the hp to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.